Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that when they got their system replaced in 2014, the hcp did not create a new pocket, they were sure their ins did not have a new pocket site. As a result they had scar tissue and they were in pain. Likewise as a result, during 2014-2015 when they would lose and gain weight, their device would flip in the pocket site.